Event description:
Allegedly had failed whiteside left knee prosthesis removed. Records not available. Allegedly a broken patellar component found in or along with a broken tibial component.

Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. Event device code is addressed in package insert. Product was mfg and sold by dow corning wright, the assets of which were purchased by wright medical technology, inc.